Manufacturer narrative:
(B)(6).

Event description:
It was reported that patient's saturation has dropped below 50, and the central monitor did not alarm. No harm was reported.

Event description:
Philips received a complaint on the piic ix of saturation of spo2 dropping below 50 and the piic not alerting or alarming. There was no patient or user harm.

Manufacturer narrative:
Results of functional testing indicate that the rse (remote service engineer) instructed the customer to replace the current spo2 sensor and to use it in combination with an additional fixing mechanism as instructed in the instructions for use. The logs files were gathered and the device inspected onsite to determine that fault. The customer took responsibility to make the final repairs. The logs were not able to show that the device did not alarm as alleged by the customer. There were no events at the time of the issue other then regular events at the site. The device sensor inspected showed no issues with it but was suggested by the rse to replace as preventative measures and for the customer to refer to the ifus when using the sensors on patients. The reported problem was not confirmed.the device was operational after repairs were done, the customer will take responsibility to repair the spo2 sensor and follow the IFU for fixing mechanisms. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.